Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, device stopped ventilating the patient after 10 minutes being powered on batteries. The ventilator switched to ambient mode. The ventilator device generated no audible alarm. The staff states that prior this event, the batteries were both charged, and the device passed the pre-operation check successfully. After being in ambient mode, the device got restarted but failed for the self test and a new series of alarms were displayed. Te 246005 (talls_alarm monitor defect), te 285002 (alarm lamps warning defect), te 232008 (pambient sensor defect), tf 485001 (ambient fail uredetected), tf 431001 (blowerfault). The device log files (service log, error log, event log) were not provided to hamilton medical ag. There is need for medical intervention was reported. The patient was ventilated by using a manual resuscitator (ambu bag). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, device stopped ventilating the patient after 10 minutes being powered on batteries. The ventilator switched to ambient mode. The ventilator device generated no audible alarm. The staff states that prior this event, the batteries were both charged, and the device passed the pre-operation check successfully. After being in ambient mode, the device got restarted but failed for the self test and a new series of alarms were displayed. Te 246005 (talls_alarmmonitordefect), te 285002 (alarmlampswarningdefect), te 232008 (pambientsensordefect), tf 485001 (ambientfailuredetected), tf 431001 (blowerfault). - the device log files (service log, error log, event log) were not provided to hamilton medical ag. - there is need for medical intervention was reported. The patient was ventilated by using a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer 148409. Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.